Manufacturer narrative:
B3 - date of event: date of event was approximated to (B)(6) 2024 as the exact event date was not reported. Device evaluated by MFR: the device was returned for analysis. The stent was returned. It was observed that the stent also was detached at proximal section. No other issues were identified with the device and no patient complications were reported.

Event description:
Reportable based on the device analysis completed on 25sep2024. It was reported that the stent was detached in the proximal section. An apdltl/7.3 flexima all-purpose drainage was selected for use. During the procedure, there was resistance during stent deployment, and the sheath could not be advanced. The procedure was completed with another of the same device. There were no patient complications reported. However, product investigation revealed that stent also was detached at proximal section.